Event description:
It was reported that infusion set cannula was bent which led to hyperglycemia on (B)(6) 2026. The blood glucose level was high, and it was treated with correction injection via multiple daily injection.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.